Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude, myopotential noise and oversensing. X-rays were performed which showed no issues with the system. Reprogramming of the system was discussed. This system remains in service. No adverse patient effects were reported.